Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis.

Event description:
The physician reported that during a tympanoplasty, "when the foot switch was stepped on, the drill abnormally oscillated. The high-speed drill did not overheat but heated [got warm]. The drill was not too hot to be held by hand." The procedure was completed with the reported product. There was no patient impact or injury.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Additional information from the sales rep also indicates the device was lost in the site and it is not possible to be returned. Therefore a product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the sales rep indicates it took the handpiece approximately one minute for the device to heat up.